Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026 at around 8:00pm, although the pediatric patient did not feel any symptoms during the event, the parent decided to drive the patient to the hospital due to the inaccurate cgm readings. The cgm reading was 4.0 mmol/l and the bg reading was 24.0 mmol/l. The reporter was unable to provide the information about the medication administered at the hospital. The patient was discharged on (B)(6) 2026 at around 4:00am. At the time of the report the patient was feeling a bit tired but was better and fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.